Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus and basal delivery. The customers blood glucose (bg) level was impacted (485 mg/dl). The customer was taken by ambulance to the emergency room (ER) on (B)(6) 2016. The customer was treated and insulin was administered via intravenous (IV) drip. The customer stated while in the ER medication was given for elevated heart rate. The customer was released 6 hours after arriving to the ER and bg level was (297mg/dl). The customer stated manual injections were taken of lantus and novolog once home to stabilize bg level. Reportedly, when the occlusion alarms occurred the customer would change out the cartridge and infusion set. The customer did not have the pump available to troubleshoot at the time of the call with tandem technical support as the customer had reverted to manual injections since (B)(6) 2016. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.